Event description:
Customer observed an elevated advia centaur cp troponin ultra (tni-ultra) result that did not repeat when retested. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur cp tni-ultra result.

Manufacturer narrative:
The cause for the discordant advia centaur cp troponin ultra result is unknown. Qc results are within range. The system is performing within specification. While no definitive cause for this discordant result can be determined from the information provided, preanalytical phase variables, such as specimen collection, transport to the laboratory and specimen processing which can impact the quality of the patient sample and the analytical result cannot be ruled out. Siemens has previously recommended that the samples be processed per the sample tube manufacturer's recommendations. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."